Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed functional under sensing on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
The reported event of under sensing was not confirmed. Electrical, longevity, and visual analysis was normal with no anomalies found.